Event description:
The customer reported that the unit failed to power up. There was no pt involvement.

Manufacturer narrative:
The customer reported that the unit failed to power up. There was no pt involvement. The unit was evaluated and repaired by the hosp biomedical engineer, who replaced both the power supply and the control pca. Since multiple parts were replaced, we cannot determine the cause of this failure. The customer reported that the unit is back in use at the customer site.